Manufacturer narrative:
Voluntary event report was received. Mw5182452. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular lead recorded high out of range impedance. The rv lead remains in service.